Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the 40's (mg/dl) for the past few months. To treat the bg level, the customer consumes carbohydrates. The contact believes that the customer's profile settings need adjustments (to the basal rate) because of the low bg levels consistently occurring every morning. It was confirmed that the customer would consult with health care provider to make adjustments to the customer's profile settings.